Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-jun-2020, it was reported that the patient's infusion set's tubing had come off at the site portion (site location). She had two more infusion sets that messed up in the last two days. At the time of this report, she was going for her third infusion set. Further, she had inserted it in her leg, she had one yesterday and now today with the same behavior. The pump was located on the same side in relation to the site and the infusion had been in use for few hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.